Event description:
The stapler malfunctioned during surgery. The manufacturer responded as follows: the event could not be confirmed as no cartridge was received for analysis. The device was tested and found to work properly though.